Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The provided footage confirms the presence of incorrect etco2 readings. However, as the device log was not obtained, a thorough evaluation could not be performed. Additionally, it remains unclear how the issue was resolved. As a result, the root cause of the reported deviation could not be determined.

Event description:
It was reported that the anesthesia workstation had an issue with measuring co2. There was no patient harm. Manufacturer's ref. #: (B)(4).